Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 5 months. Unfortunately, the reason for explant has not been provided. No other details reported. Despite repeated attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a product malfunction or quality deficiency.

Manufacturer narrative:
A copy of the patient's operative report was received from the hospital on (B)(6) 2012. Preoperative diagnosis indicates infected prosthetic mitral valve endocarditis. It was also noted that mitral valve has extensive vegetation extending from the free surface of the prosthetic valve through the left ventricular outflow tract into the aortic valve. The subject valve was excised and debrided of any infected material. The subject device was replaced with another edwards bioprosthesis valve. Unfortunately, the sample device was not returned, therefore no evaluation will be performed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Prosthetic valve endocarditis occurring early post-operatively, within 60 days, is usually due to perioperative bacterial contamination of the valve. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case per the discharge summary, the source of infection is sepsis. It was also noted that the patient is an intravenous drug abuser. No further actions are possible with the available information.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: despite repeated attempts to receive further information regarding the device and event, no additional information was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.